Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced vaginal erosion, recurrent vaginal discharge and odor, chronic vaginal pain, prolonged self-catheterizatiion and pain, voiding difficulties, vaginal bleeding, severe pelvic pain at the anchor sites, emotional stress, painful interecourse, marital difficulties and permanent vaginal tissue damage. The device was explanted in 1999. The device was not returned for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.